Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from (B)(6) funeral home. Cause of death was unknown. Information identified in the manufacture¿s database indicated the patient died approximately 8 months post implant of the ICD, 4 years post implant of the right ventricular (rv) lead and 7 years post implant of the right atrial (ra) lead and left ventricular (lv) lead, approximately 4 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, implanted: (B)(6) 2002; imx49jb53 lead, implanted: (B)(6) 2002. (B)(4).